Event description:
Additional information: the patient was clinically stable but was moved up on the transplant list. On (B)(6) 2019 the patient underwent heart transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(4) confirmed an outflow graft twist, which could have contributed to the observed low flows in the received log files and submitted system controller graphs. The pump was returned assembled with the pump cable severed approximately 12" from the pump housing. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned properly attached to the pump cover outlet port. Approximately 0.5¿ of the bend relief was returned properly engaged to the graft attachment. The apical cuff was not returned. Examination of the sealed outflow graft found a twist adjacent to the graft hardware, approximately 45 degrees in the clockwise direction. Although a specific cause for the twist could not conclusively be determined, past experience with the heartmate product line and similar reported events suggest that the graft may have been twisted during support. Furthermore, although a duration of time for which a twist was present could not be determined through this evaluation, it could have contributed to the low flow events that were confirmed through the retrieved log files and submitted system controller graphs. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Corrective action has been taken to further investigate sealed outflow graft kinks/twists. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ~ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2018. It was reported that the patient was on his sofa and he had low flow alarm. No clinical consequence, patient is clinically stable. The patient came back to hospital to check the low flow alarm. They did CT scan (no outflow twist), the patient has no hemolysis sign, the did a ramp test and they increased the pump until 7200 rpm and the left side is not well unloading and the aortic valve is opening each beat. They suspected obstruction in outflow canula (part close to the pump body) after another scan. No further information was provided.